Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high readings and button error on the insulin pump. The customer's blood glucose was 400-600 mg/dl. The customer treated with the pump. The customer stated that she always ate sweets. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response on all buttons due to unlocked j2 keypad connector on the lcd board. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners and cracked reservoir tube lip.